Event description:
This case was initially received via regulatory authority (reference number: mw5076532) on 30-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("doctor had let one go and now I have a coil floating inside me") and lyme disease ("lyme disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "3 devices placed by physician". Concomitant products included antidiarrhoeal microorganisms (probiotics), fish oil, magnesium and multivitamin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion disability), lyme disease (seriousness criterion medically significant), pain ("horrible pain"), blood urine present ("blood in urine"), menorrhagia ("heavy period"), dysmenorrhoea ("painful period"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), headache ("intermittent headache") and allergy to metals ("nickel sensitivity"). The patient was treated with doxycycline. Essure treatment was not changed. At the time of the report, the device dislocation, lyme disease, pain, menorrhagia, dysmenorrhoea, fatigue, feeling abnormal, headache and allergy to metals outcome was unknown and the blood urine present had resolved. The reporter considered allergy to metals, blood urine present, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, headache, lyme disease, menorrhagia and pain to be related to essure. The reporter commented: procedure of insertion took almost 8 hours and her doctor had let one go and now she had one coil floating inside her. The other 2 were apparently properly placed. She wants to remove device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5076532) on 30-apr-2018. The most recent information was received on 23-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation'), device dislocation ('doctor had let one go and now I have a coil floating inside me/migration / patient reports that one coil was lost during attempted placement'), lyme disease ('lyme disease'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. (916980,762415)-inv,50512909) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, adenoidectomy, nasal septal operation, dyspareunia, lyme disease and gravida. Previously administered products included for an unreported indication: mirena. Concurrent conditions included palpitations, uterine cervix bleeding, hematuria, lower abdominal pain, abdominal pain, leg pain, low back pain, hepatic cyst, painful periods, hypersensitivity, rash, generalised macular rash, migratory arthralgia, fatigue, difficulty thinking, fullness head, irritable bowel syndrome and rheumatoid arthritis. Family history included autoimmune disorder (mother and sister: one from graves' disease and the other from lupus.). Concomitant products included azithromycin, celecoxib (celebrex), fish oil, gabapentin (neurontin), heparin, magnesium, paracetamol (tylenol), probiotics nos and vitamins nos (multivitamin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion disability), lyme disease (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("horrible pain / pain"), menorrhagia ("heavy period"), dysmenorrhoea ("painful period"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), headache ("intermittent headache"), allergy to metals ("nickel sensitivity"), intentional device use issue ("3 devices placed by physian") and spondylitis ("possible link to early arthritis in neck") and was found to have blood urine present ("blood in urine"). The patient was treated with doxycycline and surgery (lavh and total laparoscopic hysterectomy,bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, lyme disease, neuromyopathy, autoimmune disorder, pelvic pain, menorrhagia, dysmenorrhoea, fatigue, feeling abnormal, headache, allergy to metals, intentional device use issue and spondylitis outcome was unknown and the blood urine present had resolved. The reporter considered allergy to metals, autoimmune disorder, blood urine present, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, intentional device use issue, lyme disease, menorrhagia, neuromyopathy, pelvic pain, spondylitis and uterine perforation to be related to essure. The reporter commented: insertion details - procedure of insertion took almost 8 hours and her doctor had let one go and now she had one coil floating inside her. The other 2 were apparently properly placed. She states that placement of the essure was complicated. She ended up having 2 coils placed in the right tube and 1 placed in the left tube, as the surgeon was unsure if the first coil deployed in the right place. Discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2012. Discrepancy noted as per mr: insertion date of essure device: (B)(6) 2012. As per mr: on (B)(6) 2018: discrepancy noted that patient with an essure device placed in 2013. As per mr: on (B)(6) 2012: complications: coils unable to be visualized at tubal ostia after deployment bilaterally. Again, no coils visible. Fluoroscopy used again. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: CT abdomen, pelvis w contrast: findings: evaluation of the pelvic structures reveals a normal appearing ant everted uterus with bilateral appropriately positioned essure note is made of a 3rd essure device that is apparently situated inside the distal right fallopian tube , tip adjacent to the right the ovary. The right ovary is unremarkable aside from a probable small functional ovarian cyst. Impression: recent essure device placement as described in detail above_ no sign of perforation, hemorrhage, fluid collection or significant free fluid. Trace free fluid the deep pelvis, water attenuation, likely physiologic, probable functional cyst, small right ovary. Small probable hepatic cyst. Pathology test - on (B)(6) 2012: final pathologic diagnosis; endometrium, curettage: disordered proliferative endometrium with breakdown. See comment. Strips of endocervical tissue and superficial ec10cervical tissue are identified. Comment: representative sections of this case were reviewed at the intradepartmental consultation conference.; on (B)(6) 2018: final pathologic diagnosis: fallopian tubes: benign para tubal cyst. Ultrasound pelvis - on (B)(6) 2018: they saw one essure on each side in each fallopian tube. The patient is known to have 2 devices in one of the fallopian tubes, but that could not be seen on ultrasound due to artifact.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dysmenorrhoea. Lots numbers 916980 and 762415 are invalid. Lot number:50512909. Manufacture date:2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5076532) on 30-apr-2018. The most recent information was received on 25-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), fallopian tube perforation ("perforation"), device dislocation ("doctor had let one go and now I have a coil floating inside me/migration / patient reports that one coil was lost during attempted placement"), lyme disease ("lyme disease"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. R-916980, l-762415, 50512909) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, adenoidectomy, deviated septum repair, dyspareunia, lyme disease and vaginal delivery. Previously administered products included for an unreported indication: mirena. Concurrent conditions included palpitations, uterine cervix bleeding, hematuria, lower abdominal pain, abdominal pain, leg pain, low back pain, hepatic cyst, painful periods, hypersensitivity, rash, generalised macular rash, joint pain, fatigue, difficulty thinking, fullness head, irritable bowel syndrome and rheumatoid arthritis. Family history included autoimmune disorder nos (mother and sister: one from graves' disease and the other from lupus.). Concomitant products included azithromycin, celecoxib, fish oil, gabapentin, heparin, magnesium, multivitamin, paracetamol (acetaminophen) and probiotics nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion disability), lyme disease (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("horrible pain / pain"), menorrhagia ("heavy period"), dysmenorrhoea ("painful period"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), headache ("intermittent headache"), allergy to metals ("nickel sensitivity"), intentional device use issue ("3 devices placed by physician") and spondylitis ("possible link to early arthritis in neck") and was found to have blood urine present ("blood in urine"). The patient was treated with doxycycline and surgery (lavh and total laparoscopic hysterectomy,bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, lyme disease, neuromyopathy, autoimmune disorder, pelvic pain, menorrhagia, dysmenorrhoea, fatigue, feeling abnormal, headache, allergy to metals, intentional device use issue and spondylitis outcome was unknown and the blood urine present had resolved. The reporter considered allergy to metals, autoimmune disorder, blood urine present, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, intentional device use issue, lyme disease, menorrhagia, neuromyopathy, pelvic pain, spondylitis and uterine perforation to be related to essure. The reporter commented: insertion details - procedure of insertion took almost 8 hours and her doctor had let one go and now she had one coil floating inside her. The other 2 were apparently properly placed. She states that placement of the essure was complicated. She ended up having 2 coils placed in the right tube and 1 placed in the left tube, as the surgeon was unsure if the first coil deployed in the right place. Discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2012. Discrepancy noted as per mr: insertion date of essure device: (B)(6) 2012. As per mr: on (B)(6) 2018: discrepancy noted that patient with an essure device placed in 2013. As per mr: on (B)(6) 2012: complications: coils unable to be visualized at tubal ostia after deployment bilaterally. Again, no coils visible. Fluoroscopy used again. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: CT abdomen, pelvis w contrast: findings: evaluation of the pelvic structures reveals a normal appearing ant everted uterus with bilateral appropriately positioned essure note is made of a 3rd essure device that is apparently situated inside the distal right fallopian tube , tip adjacent to the right the ovary. The right ovary is unremarkable aside from a probable small functional ovarian cyst. Impression: recent essure device placement as described in detail above_ no sign of perforation, hemorrhage, fluid collection or significant free fluid. Trace free fluid the deep pelvis, water attenuation, likely physiologic, probable functional cyst, small right ovary. Small probable hepatic cyst. Pathology test - on (B)(6) 2012: final pathologic diagnosis; endometrium, curettage: disordered proliferative endometrium with breakdown. See comment. Strips of endocervical tissue and superficial ec10cervical tissue are identified. Comment: representative sections of this case were reviewed at the intradepartmental consultation conference.; on (B)(6) 2018: final pathologic diagnosis: fallopian tubes: - benign para tubal cyst. Ultrasound pelvis - on (B)(6) 2018: they saw one essure on each side in each fallopian tube. The patient is known to have 2 devices in one of the fallopian tubes, but that could not be seen on ultrasound due to artifact.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs and mr received : events added: perforation, autoimmune-like symptoms, possible link to early arthritis in neck. Lot no. Was added. Reporter information was added. Concomitant and historical conditions were added. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Case was initially received via regulatory authority (reference number: mw5076532) on 30-apr-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("doctor had let one go and now I have a coil floating inside me") and lyme disease ("lyme disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "3 devices placed by physician". Concomitant products included antidiarrhoeal microorganisms (probiotics), fish oil, magnesium and multivitamin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion disability), lyme disease (seriousness criterion medically significant), pain ("horrible pain"), blood urine present ("blood in urine"), menorrhagia ("heavy period"), dysmenorrhoea ("painful period"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), headache ("intermittent headache") and allergy to metals ("nickel sensitivity"). The patient was treated with doxycycline. Essure treatment was not changed. At the time of the report, the device dislocation, lyme disease, pain, menorrhagia, dysmenorrhoea, fatigue, feeling abnormal, headache and allergy to metals outcome was unknown and the blood urine present had resolved. The reporter considered allergy to metals, blood urine present, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, headache, lyme disease, menorrhagia and pain to be related to essure. The reporter commented: procedure of insertion took almost 8 hours and her doctor had let one go and now she had one coil floating inside her. The other 2 were apparently properly placed. She wants to remove device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.